Event description:
I received ultherapy treatment on my full face and neck on (B)(6) 2013. I am uncertain as to what happened and how it happened as I am not an expert on the ulthera machine. It was an extremely painful procedure. After the procedure, I was in extreme pain for approx 3 weeks along my jaw line and on most of the facial bones. The bone between my eyebrows is still painful to touch. Numbness, pin pricks, tingling was evident within a couple of days after the procedure. It is now 4 months later and I am still experiencing numbness, pin pricks and tingling. It varies in areas of my face including my right eye, lips and the front of the scalp. A neurologist confirmed that I suffered damage to the trigeminal nerves. Approx 3 weeks after the procedure, my skin became loose and I had significant increased laxity all over the face and neck. My eyelids retracted and the skin around my eyes is very thin and I now have darkness around my eyes. I had significant wrinkles appear on my mid face and under my eyes. In early (B)(6), my cheeks hollowed and there has been a significant loss of tissue and fat. My temples have concaved in as well as the side of my face below the ear lobes and down to the jaw line. The muscles and jaw joints are now visible on the side of my face. I developed severe dry eyes and dry mouth within 2 to 3 days after the procedure. The dry eyes and dry mouth persist and are not improving. My bottom lip drops forward and I can no longer retain any skin on the bottom lip. I have had significant muscle weakness and loss of tissue supporting the jaw joint (tmj). I have developed tmd/tmj as a result of the lack of support around the jaw joint. It is worse on the right side. I am biting the inside of my cheeks due to sunken hollowness of the cheeks. The muscle weakness does not allow me to lift up my smile. The right side does not lift symmetrically with the left side. All of these adverse effects have been confirmed by medical professionals, including a neuro-muscular dentist, an oral surgeon, an ophthalmologist, a neurologist, a plastic surgeon. It is now 4 months later, I am extremely depresses and my adverse effects continue to worsen. I have lost significant volume in my face and my neck skin has loosened. The volume loss is clearly visible in the before and after photographs and the continuation of facial volume loss is evident in photographs taken on a monthly basis. I am extremely depressed, in chronic pain, do not want to socialize, speaking for extended periods is difficult, eating is difficult. Please note that I do not have the specific model name or number of the ulthera machine used on me. The procedure was performed by a nurse at (B)(6).